Event description:
It was reported that when the warehouse personnel opened the box, the copilot kit was found in its plastic bag open without the seal. The product had a perfect cut in one of the sides. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was not returned; however, a photo was returned. The photo was analyzed and it appeared that the tyvek seal of the pouch was open and had not been previously sealed. A review of the electronic lot history record (elhr) for the manufacturing of the reported lot revealed no associated nonconforming material records (ncmrs) related to open pouches, indicating all lot release testing met acceptance specifications. A query of the complaint handling database for the reported lot revealed no other similar incidents of incompletely sealed pouches. Based on a related records review, there is no evidence that this product issue affects inventory or distributed product.